Event description:
The customer alleged that she performed control tests and received results outside the normal control range. While troubleshooting, she performed 2 more control tests and received results of 183 and 184 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.